Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision of humelock reversed. Revision for desimpacted glenosphere. Desimpaction of the glenosphere due to a bad cleaning of the glenoid during initial operation. Removal of the glenosphere, cleaning and replacement of same implant type.